Event description:
Drain broke. Complaint was received via medwatch reference number 67728/1011799/. Report states that drain broke which required a reoperation to remove. Ethicon inc's internal control number is 9700645-00.